Event description:
It was reported that during the beginning of a laparoscopic rectum resection procedure using the device, the instrument¿s jaws and knife became jammed, and the knife trigger was stuck in the pulled position. The device was applied to the tissue when the issue occurred but was able to be removed, and the tissue was separated. The device was then cleaned as usual and the knife blade was not extended. The device was plugged into a generator at the time of the event. A new device was subsequently used and functioned normally for the remainder of the surgery. No patient complications were reported as a result of this issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.